Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Fa performed troubleshooting and found that errors 464 and 23055 point to the viewer. Replaced viewer to address reported issue. Performed visual inspection and found no problem related to reported issue. Checked lighthouse/aperture and confirmed errors 464 and 23055 had occurred. Installed viewer on an internal eft system and viewer functioned as designed with no errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the surgeon was unable to move the ergonomics at the surgeon side console (ssc). The technical support engineer (tse) confirmed error 464 for ergonomics. The customer attempted pressing retry without success, and power cycling the system did not resolve the issue as it returned. The surgeon was able to use the other ssc without issue. The procedure was completed as planned with no reported injury.